Event description:
It was reported that this brady lead exhibited lead dislodgement which was confirmed via variable threshold measurements dependent on the respiration rate. This brady lead was newly implanted in the left bundle branch placement, subsequently revised and remains in service. No additional adverse patient effects were reported.